Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false air in line when loading the set which were verified through a review of the event history log but not reproduced and found to be caused by upstream sensor fluid numbers that were found to be out of specification which would make the device more sensitive to air in line alarms if the device was able to run. The upstream sensor will be replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line alarm. There was no patient involvement. No additional information is available.